Event description:
While performing bench service for the device, a philips bench technician discovered that the bezel for the device was damaged. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.